Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an error code for low voltage. A boston scientific technical services (ts) discussed to the field representative about the fault code. In addition, the ts discussed that the device still have enough energy for twenty eight days. However, the device should be returned for further analysis. All other parameters were normal. No adverse patient effects were reported. The device remains in service. Additional information received. The device was explanted. No additional adverse patient effects were reported. The device was out of service and will be returned.

Event description:
Additional information received that the device was returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue, was incorrect. The correct date was august 29, 2013. This device was part of the advisory population from 2013.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.